Event description:
Rt granulomata following rupture. A 46 yr old white g1p1 female had bilateral subpectoral perialveolar surgitek gels, right 255 left 270, for augmentation 4/8/88. Pt has history of chest trauma with multiple closed capsulotomy. Right mass biopsy benign in 88. Bilateral ruptured implants with capsular right granoma excised 3/12/92-complaints of further granuloma, right arm & shoulder painful with systemic complaints of (some got better with removal, most worst)-arthalgias, myalgias, paresthesias, adenopathy, fatigue, fever, neurocogenitive problems, sicca, hair loss, rashes, g1 problesm etc. On 11/23/93 extensive granuloma, pt has returned & needs further surgery in future.